Manufacturer narrative:
Analysis of programming history.

Event description:
It was initially reported that the patient was having an increase in depression and felt that the generator was at end of service and needed replaced. The end of service condition has not been able to be confirmed by a physician. A battery life estimate based on the available programming history in the manufacturer programming history database shows 2.21 years until near end of service. Good faith attempts for additional information have been unsuccessful to date.

Event description:
Additional information was received that that one of the physician¿s that attempts for information were being made has not seen the patient seen the patient in over a year and will not be able to address the questions asked.